Manufacturer narrative:
(B)(4)

Manufacturer narrative:
10/02/2015 fa medtronic representative, following-up at the site, reported being able to replicate the "poor signal, check field for metal interference" message when simply removing the tracked instrument from the field. Checked em interface and everything checked-out okay. Return requested for mobile field generator. No parts have been received by manufacturer for analysis. 10/06/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system emitter unexpectedly stopped tracking. They saw the emitter status show a red x. The medtronic representative checked the emitter details. Probe status was "poor signal, check field for metal interference". They did not know what the emitter's status was. In trouble-shooting, the navigation system was re-booted and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.